Event description:
It was reported that during a device follow-up, it was determined that there had been bit flip in the device memory. The patient was planning to return to the hospital to have the invalid memory erased. The physician was going to ask the patient if they had underwent radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device follow-up, it was determined that there had been bit flip in the device memory. The patient was planning to return to the hospital to have the invalid memory erased. The physician was going to ask the patient if they had underwent radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device follow-up, it was determined that there had been bit flip in the device memory. The patient was planning to return to the hospital to have the invalid memory erased. The physician was going to ask the patient if they had underwent radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) performance data from the device was reviewed and revealed that the device experienced a partial electrical reset, with a "single bit ecc-error" on (B)(4) 2012 and "single bit total parity ecc-error" on (B)(4) 2012.

Manufacturer narrative:
(B)(4).